Manufacturer narrative:
Device was used for treatment, not diagnosis. Exact manufacturing date is unknown. Manufacturing date: week 12 in 2000. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review was performed for the subject device lot. The review showed that the DHR is no longer available due to the age of the instrument (over 15 years old). Therefore the exact date of manufacture is unknown. Manufacturing date: week 12 in 2000. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a repair of a fracture on a patient's ankle on (B)(6) 2016, it was noted that the forceps would not ratchet (hold) as expected. An alternative device was readily available to complete the surgery. There were no surgical delays, no impact or harm to the patient and no additional medical intervention required. The patient's status was reported as stable at the end of the procedure. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Product investigation summary: one (1) pair of reduction forceps (part: 399.99 / lot: a7ja12) was received for evaluation with complaint category ¿does not/will not function: will not hold." This complaint is confirmed as the returned device was received and would not hold or maintain its position under its own weight when applied to saw bone. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The manufacturer is unable to determine a definitive root cause. However, the complaint condition was most likely caused by cumulative wear over the lifetime of this 15+ year old device. It is not likely that the design of the instrument contributed to this complaint. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The relevant drawing was reviewed during this evaluation. The design, materials, and finishing processes were found to be appropriate for the intended use of this device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.